Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed; no conclusion could be drawn, as no product was rec'd. However, a review of the device history records was performed and no complaint related issues were found.

Event description:
When the surgeon placed the drill/tap and screw guide down into the plate to drill for an acdf case at c5-c6; the handle broke into two pieces. Surgeon used a single barrel drill to complete the procedure. An add'l 5-10 mins was added to the procedure.